Event description:
The reporter did a back (rapid succession ) blood glucose test with results of 270 and 199 mg/dl. Reporter did not do a control test. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8